Event description:
A customer reported to baxter healthcare (B)(4) regarding the vialmate reconstitution device in which the adapters do not seem to fit correctly and as a result becomes disconnected. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed because samples were not available. A root cause also could not be definitively identified due to sample unavailability. However, the condition is attributed to the manufacturing process. This issue has been escalated to CAPA. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications. If samples or additional information become available, the complaint will be re-opened and the additional information will be added to the complaint file. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.